Event description:
The customer's health care provider reported that the customer was hospitalized on (B)(6) 2015 with high blood glucose levels. The customer had a diabetic ketoacidosis. Customer's blood glucose level was above 600 mg/dl. Her high blood glucose level was corrected with insulin drip. She was not wearing her insulin pump at the time of the emergency room visit. The customer was not off her insulin pump for more than 24 hours. The insulin pump alarmed no delivery prior to her blood glucose going up. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.